Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: crease fold, wear abrasion, brown particles in the shell, one opening linear on the posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior and one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior assessed as fold flaw opening. One striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional presorted right side deflation. Device remains implanted.